Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, rv lead impedance measurements and capture threshold had increased. The patient did not receive any inappropriate therapy. Isometrics, pocket manipulation and positional testing and could not produce the noise. The lead was capped and replaced.